Manufacturer narrative:
Product analysis: it was determined on analysis that the analyzer tested out of specification electrically and failed incoming tests. A replacement device will be sent to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers analyzer was experiencing "noise" when connected. The analyzer was returned for service. There was no patient involvement.